Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a left heart catheterization procedure using a 6f sheath. Reportedly, the prostyle device was deployed in the tissue tract and not the vessel. Resistance was felt during removal of the prostyle device. The lever was returned to its original position; however, the foot did not close. The prostyle device was stuck in the patient anatomy. The physician used hemostats to crack open the handle halves and pulled the actuator wire to close the foot. Imaging was performed and confirmed no vessel damage; however, upon removal of the prostyle device it was noted that there was tissue stuck on the foot. No treatment was required. An angioseal device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - incorrect removal.